Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type :catheter,ubd: 13-feb-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal bupivacaine 20 mg/ml at 8.999 mg/day via an implanted pump for non-malignant pain. It was reported that yesterday(B)(6) 2022 the doctor treated the granuloma, and the patient had several MRI's. The rep reported they fixed the granuloma. It was noted the patient did have motor stalls but confirmed they did recover. The rep only knew limited information at the time of the call.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the company representative stated that a nurse had contacted the national answering service (nas). The location of the granuloma was unknown. The pump seems to be in telemetry mode. It was unknown if the doctor had treated the granuloma. The hospital did not say anymore than that surgery was done on granuloma. It was unknown if the event resolved, the hospital did not return the call.